Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, battery testing and power on self-test were performed. The f-94 alarm was identified during the visual inspection, along with a bulging cracked battery. The battery did not retain the charge during the battery tests. The cause of the f-94 alarm was the damaged battery. The device was swapped out for another pump. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. Additional information was requested and is not available.